Event description:
The surgery (repair of a juxtarenal aaa) was proceeding as planned. The surgeon used the electrocautery pencil or bovie to cauterize and noted that it was not cauterizing. Staff troubleshooted the instrument and the surgeon then noted that it was working. He used it several more times, each time it worked as intended. The following time it did not work again, and again the staff troubleshooted and the bovie worked appropriately. When the bovie failed to work a third time it was removed and a new one was brought in. The surgery was completed without incident. The surgeon removed the draped and noted two reddened areas consistent with a third degree burn on the patient's right upper flank near the incision. They were noted to be 3x4cm and 2x3cm in size.